Manufacturer narrative:
(B)(4).

Event description:
Procedure sleeve gastrectomy. According to the reporter: the stapler was being fired. On the first squeeze, all of the staples misfired onto the tissue. The staples did not form a complete "b" shape. Used a new reload with same handle and just fired over the same tissue. The misformed staples became part of the specimen. They took more tissue than originally intended. No reinforcement material was used.